Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo and hi display. The expected fasting blood glucose test result range is 80-100mg/dl fasting am 86-115 fasting pm. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a back to back blood test was performed by the customer and produced test results of e-2 fasting using true metrix air meter. The test strip lot manufacturer¿s expiration date is 12/27/2020, and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. Result 1: low; date: (B)(6) 2019; time: 1201pm fasting (test taken today); result 3: 140 mg/dl date: (B)(6) 2019; time: 241am fasting (wife) (test taken today); result 2: 115 mg/dl date: (B)(6) 2019; time: 1205pm fasting; result 4: 139 mg/dl date: (B)(6) 2019; time: 12/03pm unknown (wife); result 5: 106 mg/dl date: (B)(6) 2019; time: 241pm fasting. Review the meters memory, and is unable to verify the hi result only the low.

Manufacturer narrative:
Corrected sections as of 03-nov-2020: d10: device returned for evaluation date was added. H3: device evaluated by manufacturer added. H6: evaluation codes corrected. H10: most likely underlying root cause corrected from "mlc-134: user has low glucose value" to "mlc-40: user's test strip had poor fill".